Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. There were no findings reported during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.